Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported the equipment displayed system messages and locked during a cataract with intraocular lens implant procedure. Following a delay greater than 15 minutes and a system exchange, the procedure was completed with no impact to the pt.